Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flatten up and down arrow buttons dome switch. The device passed the displacement test and self test. No missing segments/partial display noted. The unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there are issues with the keypad and display. The keypad is unresponsive at times. The blood glucose reading is 165 mg/dl. The insulin pump will be replaced. Nothing further reported.